Event description:
It was reported that the customer had over delivery of insulin. It was stated that when the customer woke up, his blood glucose was 114 mg/dl. The customer ate breakfast and programmed a bolus of 52 carbohydrates, but the insulin pump delivered 8.5 units. Troubleshooting was performed. Reviewed the programming and appeared the carbohydrates were entered as 152 versus 52, but the bolus wizard showed 52 and his blood glucose was 114 mg/dl. It was stated that the customer was at the hosp when his glucose went low. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The insulin pump was programmer with multiple boluses and basal rates and all registered properly in the daily total history. After testing, it was concluded that the device operated within specs.